Event description:
It was reported that the patient underwent a laparoscopic splenectomy and a laparoscopic cholescystotomy in 2006. In this case, one consultant physician, with morcellator experience, was supervising another consultant physician, who was operating the morcellator for the first time. The procedure began at 2pm and the spleen was removed first under laparoscopic vision. The morcellator handle was inserted to remove the spleen. At 4pm, the anesthetist noticed there was a problem with the patient's vital signs, as the heart rate was increasing and the blood pressure was decreasing. The consultant was alerted that the patient was having a cardiac arrest and cardiopulmonary resuscitation (CPR) began immediately. The consultants, unsure of the cause of the arrest, performed a laparotomy to find that a "tear", not a "cut", was present on both the abdominal aorta and on the colon. Both injuries were considered "minor" at the time and they were both quickly repaired. The patient stabilized for a short time and the surgeons decided to abandon the laparoscopic cholescystotomy procedure. The patient began to deteriorate, cardiac arrested a second time on the operating table, and CPR was performed. CPR was abandoned at 5:50pm and the patient was deemed deceased. Because the circulatory changes were not "visually associated" with significant blood loss, the immediate intra-operative assessment of the underlying cause of the patient's "catastrophic consequence" was "air emboli". The total blood loss during the entire procedure was estimated at 25%, but it was quickly replaced and was not considered a cause of patient death. The post mortem findings show the two sufficiently repaired injuries to the aorta and the colon. The injuries are not considered the direct cause of death. The official cause of death has not been declared. It cannot be determined if the injury was from the morcellator.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.